Event description:
This issue affects the dose range checking (drc) functionality in surginet, inet, and firstnet. Drc is an automated method to compare medication order dose against a pre-established safe range to assist the clinician to provided the correct dosage to pt. The issue occurs when a medication order is entered in firstnet, inet, or surgical powerchart, a dose range checking alert may not be displayed. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on (B)(4) 2013 to all potentially impacted client sites. The flash notification includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of alternate steps to ensure dose range checking occurs until the issue is resolved. Cerner corp will provide a follow-up report when the software modifications are available.